Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b1, b2, d1, d2a, d2b, g1, h6. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Experience report - USA. As reported, the patient had an initial right tha on an unknown date. The patient presented to the surgeon's office with issues with their right revised hip. The patient presented back to the surgeon's office in years past and obtained a femoral revision surgery. The patient was implanted with a competitor's hip stem and head at that time and the novation crown cup and liner were not replaced. Years later leading to now the patient presented to the surgeon's office with issues and complaints of pain and dissatisfaction with their right revised tha. The patient had a recalled poly liner and was scheduled for a right hip revision poly/head swap. The revision procedure was performed on (B)(6) 2023 and the poly liner and head were swapped with new implants. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.